Event description:
It was reported that during treatment with a prismaflex set, an internal air leak was observed due to a damaged connection between the return line and filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone. : (B)(6). The actual device was not available for evaluation, however, a picture was provided for inspection. Visual inspection observed a disconnection between the return screwed connector and the blood header. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.